Manufacturer narrative:
"Adverse event" should be marked on the supplemental MDR #1. "Required intervention to prevent permanent impairment/damage" should be marked on the supplemental MDR #1. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "on (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem." D7- explant date: (B)(6) 2019. H1- "malfunction" should be changed to "serious injury". H6- patient code: 3191- secondary surgical intervention; lens exchange. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use - age under 21 years old should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault was observed. The lens remains implanted. Reporter indicated that "it is not yet clear whether the lens will be exchanged. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.